Manufacturer narrative:
02/17/1998- supplemental report #1 submitted to FDA.device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.